Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. The battery was depleted. The expected longevity of the device is between 153 months and 242 months. The ipg was implanted for 89 months; hence, this is considered premature battery depletion. However, the reason for the depletion is unk. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2003. It was reported that her ipg was replaced on (B)(6) 2010 due to battery depletion. The explanted device was returned to the manufacturer for analysis.